Manufacturer narrative:
(B)(4). Full UDI is not available as the lot was not provided by the customer.

Event description:
It was reported that: "pump was on patient. Found could not replicate "purge failure" error. Performed functional checklist. Iabp ac2 perform to spec. Pump was swapped and patient not harmed."

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot was not provided by the customer. The reported complaint of "purge failure" is not able to be confirmed. The product was not returned for investigation. According to the service report, the issue was not able to be duplicated. The root cause of the complaint is undetermined. An examination of the device history record (DHR) could not be completed because the DHR information was unavailable, but the service history information was reviewed for the reported complaint. There were no problems identified during the review of the service history for this device. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that: "pump was on patient. Found could not replicate "purge failure" error. Performed functional checklist. Iabp ac2 perform to spec. Pump was swapped and patient not harmed.".